Manufacturer narrative:
G4: 05aug2020 b4: (B)(6) 2020 d4: UDI#: (B)(4) oxygen (o2) solenoid valve assembly was returned to failure investigation for evaluation. Visual inspection of the o2 solenoid valve assembly revealed no evidence of damage or contamination.a failure investigation (fi) technician slaved the switch panel overlay into a fi ventilator and tested the device. The unit failed high pressure leak test. The fi technician identified debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly. The determination could be made that the device failed to meet specifications, the debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the high pressure leak test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of reports : 05feb2020.

Event description:
It was reported that the unit declared an oxygen device failure alarm. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The device logs confirmed the oxygen device failure. The manufacturer's international service technician replaced the oxygen solenoid valve and the issue was resolved. The device was functionally tested and cleaned.